Event description:
It was reported that during the implant attempt, the lead helix would not extend after 25 turns. High impedance was also observed. Two more attempts to extend the helix were made in the body and one attempt was made outside the body, but they were unsuccessful. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.